Event description:
The physician reported that the valve would not function during pre-implant testing. The valve was not in contact with the patient. No injury occurred. Another valve was used to complete the surgery.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.